Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced "spasm and had a jolt of electricity in the middle of the night' and "boom boom boom out of the chest". The patient also reported that the implantable pulse generator (ipg) exhibited possible malfunction. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.